Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the water channel of the subject device tested positive for staphylococcus warneri (1cfu / 50ml) and the accessories (the air/water valve, the suction valve and the biopsy valve) of the subject device tested positive for staphylococcus epidermidis (1cfu / 50ml). The device had been reprocessed with an olympus automated endoscope reprocessor model oer-3 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.